Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: 7.3 mmol/l (mobile) and 3.2 mmol/l (aviva). The lot number for neither the mobile test strip cassette and the aviva test strips were not provided. No adverse event was reported. The mobile test cassette and the aviva test strips have been discarded, therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip cassette was returned.